Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device's display screen had become too dim to read in direct light. The patient noted that changing the contrast or backlight settings did not rectify this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 01/31/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen using a test battery cap. No other defects were found.